Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/20/2025. Corrected information: d4 (UDI). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-03394. 2210968-2024-03395.

Event description:
It was reported that the patient underwent a hiatal hernia procedure on (B)(6) 2024, and suture was used. The surgeon wanted to use the device to tighten the pillars on a hiatal hernia, but every time she passed through the 5-balloon trocar, the needle pulled off 2 successive times. There was no patient consequence, but there was a delay in the procedure. Additional information was requested.